Manufacturer narrative:
(B)(4). Externalized conductors due to internal insulation abrasion were noted at 36.9-39.2cm and 54.7-57.8cm from the connector pin. Internal insulation abrasion was noted at 50.9-51.7cm and 55.5-56.6cm from the connector pin. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed under fluoroscopy during a device change out procedure. The lead was explanted and replaced. The patient was stable.